Event description:
It was reported that a pump failed calibration. There was no report of patient injury.

Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date.

Manufacturer narrative:
Other, other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the tamper seal. The event log was reviewed and revealed no evidence of the reported problem. Upon function testing the reported problem could not be duplicated. The root cause of the reported problem was unknown however the occlusion sensor was recalibrated as a preventative measure. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 21-jul-2022 via email and attached to complaint object: all issues found with these devices were found during testing and repair. No patient involvement was indicated. H6: event problem and evaluation codes: updated event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.